Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion and no damage to the stent had occurred. In addition, no pt injuries or complications were reported and the pt status was reported as "satisfactory/good." The returned product analysis confirmed that there was proximal stent struts damage.